Event description:
It was reported that a pt was positioned on the stretcher with their head end on the foot section. Allegedly, when the nurse went to lower the pt's head, she actually released the foot section and the pt slid to the ground. The pt is claiming head, neck, shoulder pain, as well as muscle spasms, although no specific injury was confirmed on the c-spine x-ray. The hospital, reportedly, has authorized 8 weeks of chiropractic treatment for the pt.